Event description:
The pt had constant pain and left her implantable neurostimulator on while driving. She was rear-ended in a car accident and felt painful overstimulation and a surging sensation afterward. The pt programmer needed a new 9 volt battery to adjust stimulation. The surging continued for over an hour until the battery was replaced at the hospital. The implantable neurostimulator was turned to the lowest setting and then off for 1-2 hours. When it was turned on, the pt gradually increased the amplitude to a comfortable setting. A few days later, the pt lay down on their back and experienced surging again. The pt was unsure if the sensation was due to the device or the car accident. Additional info has been requested. A follow-up report will be submitted if additional info becomes available. Please see MFR. Report# 6000032-2008-08551.